Manufacturer narrative:
The initial MDR 2432235-2015-00326 was filed on july 16, 2015. Additional information (08/03/2015): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The customer is centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated tni-ultra result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist evaluated the instrument data, and determined quality controls were within range at the time of event. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one of two replicates obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s), as the customer runs all samples in duplicate. The second replicate obtained on the same instrument resulted lower. The sample was then repeated in duplicate on an alternate advia centaur instrument, and the results matched with the second replicate obtained on the advia centaur xp instrument. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.